Event description:
The deep brain stimulator dislocated in 2007 and was surgically re-fixed (see mfg report # 9614453-2009-07606). The patient complained of pain again. The deep brain stimulator was loose. During revision surgery, it became clear that the 'node was torn off'. The stimulator was fixed again at the clavicle with screws. The event was attributed to an interaction between the patient's weight and insufficient fixation. The serious adverse event resolved completely. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports.